Manufacturer narrative:
The complaint of cracks on item ch3955 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The reported complaint involved a chemoclave¿ bag spike with additive port, chemoclave¿. The reporter originally stated that a spiros broke while a nurse was handling ICU medical product prior to giving an unspecified chemotherapy drug to the patient and the chemo spilled all over the nurse. Additional information was subsequently provided by the customer referring to the possible list number of ch3955. There was no other clinical consequence to the nurse or the patient reported.